Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the (B)(6) male patient was on impella cp support due to a flailed posterior leaflet of mitral valve. After initiation of support, flows went from 3l to 1l precipitously. The physician felt as though it may have been from clot ingestion, so it was removed and ran in a bowl, then replaced with no real improvements. The patient had a flail leaflet on mitral valve, so multiple position changes were made to the pump to make sure it wasn¿t from an abnormal structural object near inlet cage. Patient had cardiac arrest in intensive care unit and arrested again during procedure where it was decided to stop due to no definitive surgical option available. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.